Event description:
It was reported by the customer that there were five cases of thrombus formation during the past three to seven days. It was reported that only one of the five pts still remains in the hosp; the other cases were not reported. The hosp was using our 4-lumen catheters previously without event. The issue occurred only when changing to a 5-lumen catheter. The catheter was placed within the thrombus, positioned outgoing from the tip. There were no changes in the pt's medication and coagulation management as compared to earlier treatments. The user applied a low molecular heparin as additional medication with the intension of dissolving the thrombus. The customer has temporarily switched over to the 5-lumen catheter made by edwards but, is ready to return to the arrow product. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.